Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. Customer reported blood glucose (bg) level was 247 (mg/dl). Exercise and water were used to address bg level. It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery.